Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller was asking about charging an ins following a possible overdischarge. The caller stated that they had done one prm with the battery after which they were not successfully able to charge normally. The caller stated that the patient was frustrated with the inability to get the ins to charge normally. The caller indicated that they were using the antenna locate and asked about how that functions. Technical services reviewed the information and best practices for od recovery. The caller said their partner was with the patient and would continue to charge the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the discharge of the ins was confirmed and resolved after two charging cycles.